Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve leaked during a sestamibi nuclear stress test. The reporter stated that the nuclear solution leaked onto the floor but did not come into contact with the patient or nurses. The patient received 29.9 millicuries of technetium-99m sestamibi. At peak stress patient was injected with 31.6 millicuries of technetium-99m sestamibi. There was no injury or medical intervention associated with this event. No additional information is available.